Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. The device was manufactured in 2005, giving it an approx field age of 8 years. It is unk how many times the device was used; however, it is likely that the device exceeded its useful life. The damage can be attributed to excessive forces and normal wear and tear. Visual examination revealed that the tip of the hex driver bit was fractured off as returned; the tip was not received. Hardness was tested and found to be within specification. Discoloration and wear marks indicated the device was well used. Device history records indicated all components were manufactured and inspected to specification.

Event description:
It was reported that the hex head driver broke as the physician was torquing down the rotating hinge knee pin.